Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Monitoring of the device is being performed. This lead remains in service. No further adverse patient effects were reported.